Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 500 mg/dl at the time of incident. The customer also reported that the infusion set cannula was bent. The customer was assisted with troubleshooting for bent cannula. The insulin pump will not be returned for analysis.